Event description:
It was reported that the device may have depleted prematurely as unnecessarily high outputs were set by capture management within the last year. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed; no anomalies were found. The analyst noted there was grommet damage, cause unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).